Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(6) indicated a clinic in (B)(6) reported: patient had a low tibia open wedge osteotomy performed to the right leg joint deformity. A lcp plate and screw was implanted on (B)(6) 2011 with a auto transplantation if the illium to the part of the osteotomy. Patient began weight bearing at half load on (B)(6) 2011. Patient began full load weight bearing on (B)(6) 2011. On an unknown date patient had a medical examination and x-ray which showed the plate broken. Patient returned to operating room on (B)(6) 2011 and the hardware was removed.